Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with an edwards aortic surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve and concluded with good outcome. No additional details were provided.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, one (1) month due to aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. Post valve deployment, transesophageal echocardiography and aortic root angiography demonstrated excellent result and trivial perivalvular leak. There were no complications noted. The patient was discharged to a skilled nursing facility on pod #3 in fair condition.

Manufacturer narrative:
Additional information was received and the following sections were updated: (model#, serial #, expiration date), (initial reporter's name), (PMA/510k#), and device manufacture date. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years, one (1) month due to aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve and concluded with good outcome.